Event description:
During a clinic follow-up, the device was found in backup mode due to non-maskable interference. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.